Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: "last week", inratio: 1.6. Date: (B)(6) 2010, inratio: 1.7, 1st retest inratio: 2.3, 2nd retest inratio: 1.9. Patient's target therapeutic range is 2.0-3.0.